Manufacturer narrative:
Patient was given a steroid ointment for post treatment care. User error contributed to this event since the treatment parameters applied in the procedure were not followed per the clinical guidelines. For instance, test spots were not performed by the user, which are recommended to be done prior to a laser procedure. Per the clinical guidelines: "generating test spots prior to treatment is recommended. These ensure that the energy delivered to the patient is within safe parameters. Start at the low range and then increase the fluence based on spot size and skin type." Since the operator used treatment settings and did not perform a test spot, it resulted in a burn as an adverse event. The device was evaluated and found to be operating within specification, as intended. Burns are expected side effects from laser procedures, but due to the degree of the patient's injury (3rd degree burn), this is a reportable event.

Event description:
Patient had a 3rd degree burn on chin from a laser hair removal procedure.